Manufacturer narrative:
There is no adverse event associated with this complaint. The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The distributor reported that the pt experienced hyperglycemia and that the pump's occlusion alarm no longer worked. There were no reported issues with the infusion sets or cartridges that may have caused the occlusions. It was reported that no medical intervention was required.